Manufacturer narrative:
Date sent to FDA: 04/24/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/17/2020. Additional information: a1, a2, b7, d1, d2, d3, d4, d7, g1, g2. H6 patient code: 3189 - surgical intervention, 3191 - bulging, tenderness, stomach issues. Additional b5 narrative: it was reported that following insertion the patient experienced bulging, tenderness, discomfort and stomach issues. It was reported that the patient underwent removal of mesh on 12/9/2016 due to recurrent hernia and adhesion.

Manufacturer narrative:
Corrected information: d2b, d4.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.